Event description:
It was reported that a spectrum pump failed to alarm an upstream occlusion during patient infusion at intensive care unit department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿did not alarm an upstream occlusion¿ was unable to be reproduced. The device was tested for upstream occlusion and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause was determined to be the lower fluid number to be out of specification. The ultrasonic sensor requires calibration. Should additional relevant information become available, a supplemental report will be submitted.